Manufacturer narrative:
(B)(4). The sample was returned; however, could not be evaluated as it had been contaminated with body fluid. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab since the sample was discarded after being contaminated. A batch review was not performed as lot information was unknown. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found no adverse trend. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that when the minicap was removed from the line, there was leakage of fluid from the transfer set despite the twist clamp being shut. There was no patient injury or medical intervention was reported.